Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device was displaying an error code was confirmed. An assessment was performed which found that the console displays "e6" error after running the device. During repair the flex circuit was found to be worn out causing the e6 error code due to normal wear over time. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was displaying an error code. It was reported that the type of error code was unknown. During in-house engineering evaluation it was observed that the device was displaying an e6 error code (overheat warning) on the console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.